Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with a mentor cpx 4 breast tissue expander with suture tabs 650cc and experienced complete deflation on the left tissue expander. The healthcare professional observed rent on the implant. As a result, the patient had undergone removal and replacement with mentor cpx 4 breast tissue expander with suture tabs 650cc, serial number (B)(4), lot number 7356977, catalog number 3549215 on (B)(6) 2018. The patient was not hospitalized. The patient had fully recovered. There were no complications.

Manufacturer narrative:
On 10/16/2018, it was reported to mentor that the device history record (DHR) for the lot number 7446448 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On 11/13/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned with brownish fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown fluid found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).